Manufacturer narrative:
(B)(4): the customer reported that the device cannot shock. There was not reported pt involvement. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot shock. There was not reported pt involvement.